Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to heart size and rotation. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment, recurrent mitral regurgitation and intervention. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with flail. Two clips were implanted, reducing mr to grade 1. It was indicated that imaging was challenging due to heart size and rotation. On 25sep2023, one clip was observed to detach from the anterior leaflet (single leaflet device attachment (slda)). Mr was observed to increase to 3-4. In the physician¿s opinion, it was suspected that the clip was deployed on the leaflets along with chordae, which might have caused slda. Another procedure was performed with one clip implanted to stabilize the slda clip, reducing mr to grade 1-2. No additional information was provided.